Manufacturer narrative:
Patient's identifier, age, sex, weight, date of event, other relevant history, including preexisting medical conditions were not provided. Implanted & explanted dates are unknown. When the requested information becomes available, a supplementary report will be submitted.

Event description:
Per (B)(4), there was a product fit at the abutment.